Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not reveal any issues. A functional gravity test was performed and a pressure test; there were no leaks or separation observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink chemotherapy set experienced a leak from the luer lock adaptor. This occurred during infusion while the set was being rinsed with 250 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.